Event description:
(B)(4). The lift should take up to 350 lbs. They have one resident that weighs (B)(6) and when they try to lift her the lift will barely move and makes a grinding/churning sound from the actuator. Maintenance says they need a new actuator.

Manufacturer narrative:
Follow up to be sent if additional information is received